Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: how many er320 devices had issue of scissored clips (one device, two devices, three devices)? Please provide specific number of devices that had issue with scissored clips. Were all devices with scissored clips disposed of? How many devices are you requesting be replaced for customer, one device, two devices, or three devices? Two devices had scissored clips per rep. A third device was used to complete the case. All three devices discarded.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the account said that the device's clips scissored. There were no patient consequences. Case completed with another two devices of the same product code. Three devices were discarded.